Event description:
A resolute onyx drug-eluting stent was being used to treat a lesion in the mid rca. The lesion was 90% stenosed with moderate tortuousity and severe calcification. The device was removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Pre-dilation was performed with a number of sc balloons. Resistance was encountered when advancing the device but excessive force was not used. One of the pre-dil balloons (non mdt) ruptured on inflation. The resolute onyx was then deployed. During stent expansion the balloon ruptured and the distal part of the stent was under deployed. Post dil was performed but due to tortuosity and calcification the distal end of the stent could not be fully deployed. An attempt was then made to a high pressure nc balloon but the device was unable to cross the lesion. There is no patient injury reported. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (balloon rupture); patient condition affected effectiveness of device (90% stenosed with moderate tortuousity and severe calcification); no results available since no evaluation performed - device or procedural images not provided for review; device not returned for evaluation. Results: known inherent risk (balloon rupture); device failure/lack of effectiveness related to patient condition (90% stenosed with moderate tortuousity and severe calcification). (B)(4).